Event description:
The hospital reported that during endoscopic vein harvesting procedure, btt port rolls so that they can't get it into the incision; they do not put any air into the balloon. Eventually the wound or the incision will open up enough to slide the btt port in. They do not have any patient information because it was happening frequently without any problems to the patient; they just made the incision bigger. The procedures were completed using the kits. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product number. There was no non-conformance recorded in the lot history. (B)(4).